Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference numbers: 2017865-2021-38413. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing and the pacemaker (pm) exhibited functional under-sensing. Both the rv lead and the pm were de-activated and left in-situ on (B)(6) 2021. Replacements for the rv lead and pm were implanted on the opposite side of the chest. Patient condition was stable.